Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pacing inhibition of greater than two seconds and inappropriate anti-tachycardia pacing (atp) due to non physiologic noise oversensed by the device. Multiple other non sustained events showed the same non physiologic noise and inhibition of pacing. Information was reviewed by a boston scientific technical services consultant and a lead revision was suggested. At the time there is no evidence to suggest a lead revision has been performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).